Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sealing became very weak with using knife, had bleeding and the hand had stopped more time. There were no regrasp alert, no evidence of any energy delivery but end tone was heard. There was no patient injury.